Event description:
Surgeon states drill sleeve and drill jammed. No delay to procedure, no injury to patient. Device will be returned. Backup used was not from smith and nephew.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned drill sleeve indicated damage to the inner canal and knurled area. The drill indicated damage around the body of the drill and chuck end, confirming the stated complaint. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed parts revealed no prior complaints for the listed batches. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.